Manufacturer narrative:
The ureal reagent lot number and expiration date were not provided. Several "abnormal sample aspiration" alarms were observed. The customer replaced the cuvettes and lamp. On 21-jan-2025 the field service engineer (fse) replaced the sample probe and flushed a valve. Since the service visit, the customer has had no further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ureal on a cobas c 503 analytical unit. The initial result was 0.723 mmol/l. The repeat result was 11.3 mmol/l. The questionable result was not reported outside of the laboratory.